Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to position the knot; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in a common femoral artery (cfa) was performed with two proglide devices, using the pre-close technique, via a 6f sheath prior to a stent valve replacement interventional procedure. The sheath was upsized to an 18f. The stent valve replacement interventional procedure was completed. The sutures of the first pre-placed proglide device were used successfully; however, the knot of the second proglide device kept coming out even when pushing down with the knot pusher. An additional proglide device was used and hemostasis was achieved in the cfa. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.